Event description:
It was reported that the stent would not advance through a 6fr cook ansel sheath and came off the balloon within the sheath. The stent was removed without difficulty and no harm came to the pt.

Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.